Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure. The exact procedure date was unknown. During a separate colonoscopy procedure performed with the same colonoscope, it was reported that a clip that was stuck in scope from the previous procedure came out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 12, 2024: it was reported that the clip that was stuck in scope from a different procedure fell inside the patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h2: block b5 and block h6 have been updated based on the additional information received on july 12, 2024. Block h6: imdrf device code a150208 captures the reportable event of device stuck in scope.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150208 captures the reportable event of device stuck in scope.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a colonoscopy procedure. The exact procedure date was unknown. During a separate colonoscopy procedure performed with the same colonoscope, it was reported that a clip that was stuck in scope from the previous procedure came out. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable no further information has been obtained despite good faith efforts.